Event description:
It was reported that the patient was admitted with an acute stroke. The procedure was to treat a heavily tortuous internal carotid artery. An emboshield nav6 was postitoned in the artery, a 6-8 x 40 acculink ii was being advanced through a non-abbott 7f ar2 guiding catheter (instructions for use state to use an 8f guiding catheter). There was resistance felt and when exiting the guiding catheter, the acculink was pushed hard and the nav6 barewire and filtration element were pulled into the aorta. The devices were removed together and the procedure was stopped at that time. Additional treatment is planned for (B)(6) 2013. There were no additional adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.